Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead measured unacceptable capture thresholds and impedance. Upon locating a new location, the helix would not extend. The lead was taken out of the body for testing, and it took over 20 turns to extend the helix. The lead was positioned again once retracted, but again it took excessive turns to deploy the helix and the thresholds and impedances were on the high side. The lead was removed and replace with a new lead. No patient complications have been reported as a result of this event.